Event description:
It was reported that prior to an unrelated procedure, inadequate capture was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were observed. During the procedure, insulation damage was noted on the rv lead. The physician considered the insulation damage to be superficial. The rv lead was repaired with silicone adhesive and the rv lead remains implanted and in use. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.